Event description:
It was reported that during a laparoscopic right hemi colectomy procedure, there was a gas leak from the trocar. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the bellows on the universal seal damaged. A leak test was performed and the device was noted to leak with the test probe inserted through the device. It is possible that the damage on the bellows could have prevented a good seal between the device used and the trocar. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage to the universal seal. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/23/2012. Information anticipated, but unavailable at this time.